Event description:
It was reported that to tyco healthcare/kendall that a customer had a problem with an scd sleeve. The customer reports "19 yo male with a head injury. He was not on anticoagulants due to the head injury. The pt had severe bruising on the calf. Eight striations to ble. The bruising was noticed 24-36 hrs after use of the sleeves."

Manufacturer narrative:
An investigation is currently underway, upon completion, the findings will be forwarded.